Event description:
New information received noted that physician decided to opt out of a lead revision for the time being. Patient continues to be asymptomatic.

Manufacturer narrative:
This report is related to previously reported complaint of loss of capture and noise over-sensing, MFR number 2017865-2021-12124.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with loss of capture and noise over-sensing from their right ventricular lead on 15 oct 2020. Patient was brought in on a later date for another office visit and a chest x-ray. A possible lead revision was discussed by the physician. Patient was stable after the event and will continue to be monitored.